Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction on her abdomen under the sensor adhesive. Patient described the skin reaction as being red, itchy and burning. Patient inserted the sensor at the abdomen on (B)(6) 2015. Patient stated that the reaction occurred 3 days after insertion. Patient went to the doctor, date not specified, for medical intervention. Patient uses a topical steroid cream, and did not clarify if it was prescribed or over the counter. Additionally, patient stated that her doctor has directed her to use several skin barriers, which has not helped. No additional event or patient information is available.